Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears. Fluid was observed exiting the tears during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl while wearing the pod on the abdomen. As treatment, a new pod was applied.